Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating while the pump was charging. A review of pump data found that a power source alert was declared. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.